Event description:
It was reported that the zimmer skin graft mesher was not working correctly. Add'l clinical follow up with the customer indicated that there was no pt injury or impact to surgical time reported.

Manufacturer narrative:
Beginning (B)(4) 2002, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The svc record indicates that the device was mfg on 02/17/2006 and has no repair history at zimmer surgical. Evaluation of the device observed a flattened comb and the comb springs did not engage. Additionally, the ratchet screw was too far in. It was also observed that the side plates, comb, shoulder bolts, ball detents and ratchet gear were worn. Prior to repair, the device was outside the calibration specification on the right side. Both cutters, 1.5:1, 2:1 and 3:1 failed the acceptance criteria and were returned to the customer as non- repairable. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling. According to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.